Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) error was confirmed during the functional testing and the event log review. The root cause of the reported tcmid:05 error was a malfunctioning lm 34 temperature sensor, likely attributed to the device's aging. The thermogard system was manufactured in 2017 and is over six years old. Upon visual inspection, no physical damage was observed. The event log review indicated a tcmid:05 error, confirming the reported complaint. The thermogard xp ivtm system failed the functional testing due to tcmid:05 displayed upon powering up, confirming the reported complaint. The lm 34 temperature sensor was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6) ) displayed a tcmid:05 (coolant diff failure) error. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.